Manufacturer narrative:
Additional information : the device was manufactured between january 03, 2019 - january 05, 2019. The device was received for evaluation containing approximately 100ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, no evidence of fluid was observed coming out at the distal luer. No signs of blockage such as air bubbles, crystallized drug or drug precipitate were observed inside the bladder or the tubing line. After the tubing line was cut, fluid was observed coming out of the cut tubing line. The reported condition was verified. The cause of the condition was due to excess solvent application during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling the small volume intermate the unspecified intravenous set would not prime. There was no patient involvement. No additional information is available.